Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported problem of not recognizing the door latch, which was not reproduced. A "door jammed!" Message was confirmed through a review of the event history log and the device was reworked to ensure continued door latching capabilities.

Event description:
It was reported that a spectrum pump "does not recognize door latch." It was also reported there was no patient involvement.